Manufacturer narrative:
E1 reporter phone number: (B)(6) date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the ipg was explanted to address the issue. Patient was prescribed antibiotics.